Manufacturer narrative:
Clinical evaluation: mobilization of the prosthetic patella 1.5 years after cemented tka. The all-pe patella was found with fractures in the pe pegs. The radiographs show that the patella is markedly external to the trochlea in flexion, and this condition carries significant shear loads to the implant-bone interface. It is conceivable that a problem arose during cementation: normally, the cement mantle should adhere to the pe surface and take the shear stresses, although the rotational problem of this case may have nonetheless generated some discomfort to the patient. The fracture of the pe pegs should not be considered the cause for the need of a revision surgery: the position of the patella was suboptimal and the main cause for patella mobilization should probably be sought in a cement problem. If the cement mantle is not mechanically viable, the pe pegs cannot be expected to withstand the shear stresses of an implant with such marked alignment problems. Analysis performed by r&d manager: the primary issue leading to patellar mobilization was likely a cementation problem rather than the fracture of the polyethylene pegs. Since the cement mantle is supposed to bear shear stresses and ensure proper adhesion, a failure in this process could have led to loosening. The lateral malposition of the patella further suggests excessive shear forces at the bone-implant interface, contributing to failure. Even though the broken pegs were observed, they were likely a consequence rather than the root cause of failure. Based on the available information, it is possible to conclude that the failure is not related to a faulty device. Batch review performed on 18 february 2025. Lot 2313855: (B)(4) items manufactured and released on 28-sep-2023. Expiration date: 2028-09-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. It is likely that the event was triggered by sub-optimal patella position combined with a cementation issue. The investigation does not indicate a potential manufacturing related issue or systemic deficiency.

Event description:
Revision surgery due to patella resurfacing mobilization, at about 1 year 3 months after primary. During the revision, the patellar implant was found with 3 broken pegs still in the bone. Patellar implant successfully revised.